Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the maxzero connector set noted no defects. Functional testing and pressure testing resulted in no leaks. The root cause of the customer¿s report of a leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking at the connection during an infusion of dopamine .0.5u/ml at 0.75ml per hr. In d5w . The patient became hypotensive. A new maxzero connector was replaced and the infusion ran without difficulty. The event occurred in nicu.